Manufacturer narrative:
The technician replaced the side rail latch bolt and spacers to resolve the issue.

Event description:
The technician alleged the side rail is not latching. No injury reported.